Event description:
It was reported, "during the colpotomy the medium sized green cup became removed from the shaft and had been in the abdomen." The vcare device was utilized during a total laparoscopic hysterectomy (tlh). It was also reported, "no injury to patient."

Manufacturer narrative:
The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR / lhr, device history record / lot history record, review was not accomplished as the lot number of the device was not available. One (1) vcare device was returned for evaluation. The manipulator shaft had been bent, presumably so that it could be positioned in a robotic arm. The cervical cone and vaginal cone were completely detached from the manipulator tube, but the intrauterine balloon was still attached. The handle and pilot balloon were also still attached and not damaged. The distal end of the intrauterine balloon had been pushed into the manipulator tube and the balloon was torn at the distal as well as proximal end. The intrauterine balloon was removed and the u.v. Adhesive appeared to have been adequately applied to the manipulator tube where the intrauterine balloon was attached. The inside diameter of the cervical cone measured within specification using calibrated pin gages. The outside diameter of shrink band provided an interference fit between the inside diameter of the cervical cone with the outside diameter of the shrink band on the manipulator tube. The intrauterine balloon adds additional resistance to detachment of the cervical cone. The thumbscrew on the locking mechanism was tight as received, indicating that it may not have been released prior to removal of the device. A vcare cone / balloon detachment investigation guidance questionnaire was sent to end-user for completion related to this complaint. Key information from the questionnaire includes the following: this was a robotic assisted total laparoscopic hysterectomy where the uterus was removed vaginally. Additional information from the investigation guide include that the device was difficult to remove, requiring excessive force; and, at the time of failure the locking mechanism was not released yet the blue vaginal cone was retracted prior to attempting to remove the device. This last statement is contradicting for the blue vaginal cone cannot be retracted without the locking mechanism being released. The most likely cause of this complaint is application of force which exceeded the cervical cone pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, tearing the intra-uterine balloon. Contributing factors include not releasing the locking mechanism prior to removal attempt, and not retracting the blue vaginal cone prior to removing the device. These factors would increase resistance allowing the vcare shaft to pull through the cervical cone. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity, the particular shape of the vaginal canal, or vaginal canal anatomical changes may also increase removal force on the device if the vaginal cone is not removed properly per dfu, directions for use, instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "prior to device removal, ensure the locking mechanism is released via the thumbscrew and swipe a finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Do not use excessive force upon device removal to avoid traumatizing the vaginal canal and/or component detachment. Vaginal delivery of a large uterus may result in patient injury. Morcellation or other methods should be used to reduce the size of the uterus prior to removal through the vaginal canal. Visually inspect vcare on removal from the patient to verify that the device is intact and all forward components have been retrieved from the patient." The complaint investigation has not identified a manufacturing or component defect and the malfunction has been determined as use related; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed.

Manufacturer narrative:
This is a FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and medwatch 1320894-2011-00091. The device return is anticipated; however, has not yet been received by conmed corporation. On completion of the quality engineering investigation of this reported incident, a supplemental report will be filed. Return anticipated, not yet received.